Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sep-15, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that have had it since about on (B)(6) 2024. At first it was working great, but all this year, it's like the problem is back to the way it was before. On (B)(6) 2025, additional information was received from the patient. They reported that at the beginning everything seemed to be working fine and then it went back to the beginning, leaking all the time and always wetting their paints. Patient said that noticed return of symptoms months ago. When asked, no changes to diet/fluid intake, no supplements or medications. Patient said that earlier this year had ovaries taken out because didn't want to have to wear monthly pads anymore in addition to their leaks. Patient asked if the surgery could contribute to symptom return. Patient was redirected to their managing healthcare physician for their implant. Patient called the healthcare provider (not main managing physician) who provided programming direction for patient, patient said this was a few months ago. Patient said that initially noticed some improvement however that didn't last. Patient asked for programming guidance. Reviewed therapy information and general programming guidance. Patient connected during the call as said that the current setting is uncomfortable. Patient did decrease the setting to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Patient to switch programs as needed and to keep track of when switches programs and their results.